Manufacturer narrative:
The investigation is in progress. A sample has been received, and is awaiting eval. A root cause has not yet been identified. (B)(4).

Event description:
A customer reported that during the iop (intraocular pressure) control test, the pack failed and the case was canceled. It was noted that the pt had already received retrobulbar anesthesia at the time of the event. There was no harm to the pt, and the procedure was performed the following day.